Manufacturer narrative:
F10. E07 (respiratory system)- proposed second level coding - voice alteration to capture hoarseness or other vocal changes.

Event description:
It was reported that the patient is having voice changes and was hospitalized due to seizures. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The patient's lead and generator were replaced. The explanted device was likely discarded per hospital policy. No further relevant information has been received to date.

Event description:
It was confirmed that during the surgery they did try reinserting the lead pin first but it did not resolve the high impedance. The lead could not be assessed for fractures since it was cut during explant. No further relevant information has been received to date.

Event description:
During a periodic programming history review, high impedance was observed on the patient's device a few months after implant. Patient later presented with high impedance again in clinic and x-rays were ordered. X-rays were reviewed. The generator placement, connector pin insertion, and feed thru wires could not be assessed due to the scope and quality of the image. The lead was visualized in the chest and neck. No sharp angles were observed in the lead. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received, the cause of the high impedance cannot be confirmed. Note that the presence of problems in obscured portions of the lead and microfractures cannot be ruled out. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.